Manufacturer narrative:
(B)(4). The customer reported that the patient received a shock during op check because the pads were connected to the patient instead of a test load. There was no negative patient impact. The customer acknowledged the user error during testing. The device was evaluated by the hospital biomed and passed all testing. There was no malfunction of the device. The hsxl instructions for use states that when performing the shift/system check using pads: (step 2) connect the 50 ohm test load to the patient cable (instead of pads).

Event description:
The customer reported that the patient received a shock during op check because the pads were connected to the patient instead of a test load. There was no negative patient impact.